Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a consumer obtained a clean needle stick injury from a 30 g bd ultra-fine ii lancet due to a missing cap. There was no report of medical intervention.

Manufacturer narrative:
Results: one used sample without packaging was returned for evaluation. A visual inspection revealed the sample to be without its cap and the stylet was exposed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5272482. A review of the maintenance records showed that there was no related maintenance performed on dr4 assembly line at the time the lots was produced. Conclusion: an absolute root cause for this incident cannot be determined. However, our quality engineer notes that the most likely root cause is a malfunction in the loosening station at the sub-assembly level, which may result in separation of shields and bodies further downstream in the process. As part of the DHR review for both sub-assemblies both loosening station sensor checks passed. Current controls are in place to prevent this type of reported defect. This is an isolated incident and bd will monitor should a trend arise.